Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's system was registering high impedance. Attempts for further information have been unsuccessful to date.